Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements on this right ventricular (rv) lead. The device emitted beeping tones. Isometrics were performed but noise was not reproducible. A chest x ray was performed and no issues were identified related to the lead. The field representative stated they will continue to monitor and bring the patient in if the beeping or alert recurs. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements on this right ventricular (rv) lead. The device emitted beeping tones. Isometrics were performed but noise was not reproducible. A chest x ray was performed and no issues were identified related to the lead. The field representative stated they will continue to monitor and bring the patient in if the beeping or alert recurs. Additional information was received that a revision procedure was performed and this rv lead was repositioned. Acceptable measurements were obtained after the procedure. No additional adverse patient effects were reported. At this time, this device system remains in service.